Event description:
On (B)(6) 2013, the patient contacted animas and reported obtaining a couple of high blood glucose (bg) readings. The patient reported that on the afternoon of (B)(6) 2013, the day prior to calling animas, she started to ¿feel lousy¿ and when she checked her blood glucose (bg) it was 571 mg/dl. The patient stated she corrected for the high bg and when she went to bed her bg was 130 mg/dl. On the morning of (B)(6) 2013, the patient claimed she woke up with a high bg in the 500¿s. She corrected for the high bg and at time of call stated her bg was 320 mg/dl. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: a review of the pump history showed the last basal delivery was recorded on (B)(6) 2013. The total daily dose correctly reflected the programmed basal target. A five hour basal delivery interruption was observed on (B)(6) 2013 due to an acknowledged loss of prime warning. The pump powered on normally and displayed the verify screen. During testing, the ez-prime steps were performed successfully and exercised for 24 hours; no delivery interruption occurred during the duration test. The pump was found to be delivering within specifications. Testing showed that boluses were performed successfully and recorded correctly in the history using the advance bolus feature. The history settings issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.